Event description:
It was reported to boston scientific corporation that an open end ureteral axxcess catheter device was used in the bladder and ureter during a cystoscopy with ureteric stent procedure performed on an unknown date. During the procedure, it was noticed that the tip of the catheter was broken. The procedure was completed with another open end ureteral axxcess catheter. Note: a photo submitted by the customer shows the tip of the catheter break in two pieces. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of catheter break.